Manufacturer narrative:
Product event summary: the product was returned and visual screening analysis was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days after implant of an implantable pulse generator (ipg) system and antibacterial envelope, there was itching, redness, inflammation at the implant site, and there was oozing through the skin. The physician felt there was a possible allergic reaction to the antibacterial envelope. Infection was also reported and testing for this was done. The ipg system and the envelope were removed. A request for additional information was made and it was learned that testing showed the patient did not have an infection. Additionally, testing was done by placing two substances on the opposite side of the patient's chest and the patient responded with the same symptoms. The physician determined the patient was not allergic to the antibacterial envelope, but was in fact allergic to the benzoin and matisol that was applied to the skin at the time of implant. The patient may be implanted with a lead less pacemaker in the future. No further patient complications have been reported as a result of this event.